Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced with a non-ams penile prosthesis on unknown date. The reason for the revision surgery is unknown. No patient complications were reported in relation with this event.